Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that vesolock xl clips are breaking in patients during laparoscopic procedures and vesolock housing boats breaking upon loading. The patient's condition is unknown at this time.

Event description:
It was reported that vesolock xl clips are breaking in patients during laparoscopic procedures and vesolock housing boats breaking upon loading. The patient's condition is unknown at this time.

Manufacturer narrative:
Qn# (B)(4). The alleged instrument has not been returned and lot number has not been provided, therefore we are unable to provide a thorough DHR review at this time or validate the alleged complaint.